Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was noted on the competitor right ventricular lead. The noise resulted in greater than two seconds of asystole. The patient was asymptomatic to the asystole. The programming was changed with alleviated the oversensing. No adverse patient effects were reported.